Event description:
It was alleged that one (B)(6) patient was found unconscious on the ground, with his head stuck between the rail of the bed and the mattress. It was further reported that the patient died the following day. According to the medical examiner, the patient died of a heart attack and stroke. An evaluation of the unit was performed by a service technician, and no defect or malfunction were found.